Event description:
It was reported in an abstract that total of 24 patients were implanted with a peek interspinous spacer to treat lumbar spinal stenosis and were observed for at least two months post-operatively. Twenty-one cases were 1 level procedures and 3 cases were 2 level procedures. It was reported that two spinous process fractures at unknown levels were observed during the one month post-op follow-ups. No further information was obtained.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.